Event description:
This report is being filed after the subsequent review of the following journal article, getgood, a. Et al. (2013). Short-term safety and efficacy of a novel high tibial osteotomy system: a case controlled study. Knee surg sports traumatol arthrosc, 21: 260-269. The authors conducted an international, multicenter pilot study to evaluate a novel medial opening wedge high tibial osteotomy (hto) system versus an established osteotomy system (control group) comprised of synthes device, tomofix plate and device of competitor to execute knee realignment in patients with symptomatic medial compartment osteoarthritis with varus malalignment. The control group contained tomofix (four patients) and device of competitor (28 patients); there were 21 men and 11 women; mean age 49.8 years. The authors did not distinguish which control group device was related to the following events: fracture (two which did not require further fixation); impaired osteotomy healing (four); medical device complication (one); persistent joint line pain (ten); persistent joint swelling (two); joint stiffness (one); impaired wound healing (eight); altered sensation around wound (three); fasciitis (one which was treated with intravenous antibiotics). All patients were deemed to have clinically and radiographically united their osteotomy by the twelve month time point. None of the implants were removed by the end of the study. This report is for an unknown tomofix system. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown tomofix system. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.